Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump in storage mode, re-enter settings and reconnect continuous glucose monitor on replacement pump.